Event description:
The customer reported having problems with insulin leaking from reservoirs from her previous box. The customer had no more reservoirs from that box. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.